Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that the infection resolved after device explant. The exact explant date was unknown.

Manufacturer narrative:
(B)(6).

Event description:
Information was received from the consumer regarding a patient implanted with an implantable neurostimulator (ins) for postherpetic neuralgia. It was reported that one month after implant surgery, the patient developed implant wound infection. The device was explanted in (B)(6) 2013. The patient did not experience more than 50% of symptom reduction. The ins was the component involved with the issue. It was unknown if troubleshooting was performed. The cause was unknown. No further complications were reported or anticipated.